Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 2.25x38 synergy ii drug eluting stent was advanced but failed to cross the lesion. The device was removed and the stent strut was noted to be slightly raised up. The procedure was completed using with a 2.25x28 synergy ii drug eluting stent. No patient complications were reported and the patient's status was fine.